Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted that the tubing had become separated from the pip of the chamber. Further visual inspection revealed that traces of solvent were visible at the end of the tubing. The reported condition was verified. The cause of the condition was determined to be due to under insertion of the tube inside the chamber pip during assembly. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the chamber of a flogard IV set was detached from the set. This was noted during setup. There was no patient involvement. No additional information is available.